Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported unresponsive arrow buttons, need to be pressed for more than once to operate, noise was louder during the rewind. The customer also reported a loss of communication between the insulin pump and transmitter and received more frequent error requests to re-calibrate. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-332a, mmt-242a, mmt-7040a, mmt-7841zn. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No rewind or prime/fill anomaly noted. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily guardian and summary history screens. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files using thump software. No unexpected occlusions or delivery anomaly, bolus anomaly or basal anomaly noted on download history file. Unit did not communicate properly with glucose sensor simulator and the guardian link transmitter. The following were noted during visual inspection, fading serial number label. The unit p-cap / test reservoir locks in place properly. Unit received with cracked battery tube threads, fading serial number label and cracked keypad overlay at select button. Unit was not confirmed for unresponsive keypad anomalies. Unit passed all required testing. No stuck keypad alarms noted during testing. Unit was confirmed for no communication between pump and guardian transmitter due to moisture damage. No rewind or prime/fill anomaly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.